Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 108 mg/dl. During troubleshooting for motor error alarm, it was found that drive support cap was flush. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. The motor was tested outside the insulin pump and passed. No alarm during testing noted. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.